Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of four products associated with this events. Please refer to MFR report #'s 9616099-2007-01494, 9616099-2007-01496, & 9616099-2007-01497.

Event description:
The male patient received four cypher select implants. He received a 2.25 x 28mm stent in the distal right coronary artery, a 2.75 x 18mm stent in the mid right coronary artery, a 3.00 x 18mm stent in the proximal right coronary artery and a 3.00 x 13mm stent in the proximal right coronary artery. The main indication for the intervention was for acute myocardial infarction. Post procedure, the patient had cardiogenic shock requiring prolonged hospitalization. A month and a half later, the patient had angina pectoris and angor. The patient takes two tablets of cafinitrina per day.